Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that it is unk if there is a causal relationship between the event and the fresenius products. The patient's physician believed that she was embolizing in her kidney. During her hemodialysis treatment on (B)(6) 2014, the patient's dialysis lines clotted two times during her treatment. The patient also had a history of bilateral lower leg cellulitis with mild venous stasis dermatitis and some scabbed lesions bilaterally over the shins. There was no history of product malfunction or the product(s) being out of specifications. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During review of medical records received on 01/13/2015 for an unrelated event, it was discovered that patient arrived ambulatory for her routine hemodialysis treatment. Ten minutes after the treatment was started, the patient complained on shortness of breath, chest pressure with an oxygen saturation of 79% on room air. She was hypertensive and had cyanosis on her lips and the tip of her nose. She was started on oxygen at two liters per nasal cannula with an oxygen saturation of 91%. The oxygen was increased to four liters, 911 was called and the patient was transported to the ER. In the ER, the patient denied a previous history of pulmonary embolism or deep vein thrombosis. A cat scan of the chest showed small bilateral lower lobe emboli. The patient was admitted to the hosp and started on an intravenous heparin drip. The patient developed heparin induced thrombocytopenia (hit) with a platelet level of 79, and was treated with argatroban. She was eventually placed on coumadin therapy and the argatroban was discontinued. Her thrombocytopenia and hit resolved. The cause of the patient's pulmonary emboli was though to be due to embolization in her kidney. The patient was discharged on (B)(6) 2014.